Event description:
Caller states that during a correlation study, the following coaguchek xs/lab results were obtained: 3.3 inr/2.5. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study the following coagucheck xs/lab results were obtained: 7.6 inr/5.3 inr. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.